Manufacturer narrative:
G1 - contact office region state: correction.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was exposed, and the packaging was not sealed. The event occurred during unpacking. There was no patient involvement.